Event description:
Patient has heart ware medtronic lvad. Patient came to heart and lung specialized care clinic with vad equipment issue. Stated his battery charger, which was given to him 12 days earlier was not working properly. One of the power ports did not work. Multiple batteries were connected at the clinic and no charge occurred. Other ports worked fine. This charger was removed and patient was given a new one.